Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that during the implant procedure of this brady lead, this lead was repositioned few times that a tissue was noted on the tip of this lead that prevented the helix from extending fully. A new lead was implanted. No adverse patient effects were reported. Hence, this event is deemed non reportable.

Event description:
It was reported that this brady lead was not successfully implanted due to lead was damaged during the procedure. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that during the implant procedure of this brady lead, this lead was repositioned few times that a tissue was noted on the tip of this lead that prevented the helix from extending fully. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed helix difficulty and tissue in helix allegation based on a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Furthermore, this is a known inherent risk with the lead due to the observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.